Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During the operation, it was found that the metal wire under the triathlon x3 insert was damaged and could not be used, then replaced a new one.

Manufacturer narrative:
Reported event: an event regarding damage involving a triathlon insert was reported. The event was confirmed following review of returned device. Method & results: product evaluation and results: visual inspection of the returned device noted the following: damage observed on the insert consistent with attempted implantation material analysis of the returned device noted the following: damage observed on the insert consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During the operation, it was found that the metal wire under the triathlon x3 insert was damaged and could not be used, then replaced a new one.